Event description:
Clinic rn was operating a bd safety glide 23 x 1 size when the needle came out of the protective cap prior to giving an injection to a patient. No injury occurred to anyone but exposed the needle for potential injury. The needle was switched out and the patient received the medication without further incidence.